Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) connector other, proximal conductor cut, outer insulation breached cut. Proximal segment returned and analyzed.

Manufacturer narrative:
Asku

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up later revealed the patient was last seen on (B)(6) 2010 and was febrile with urosepsis and dehydration. Patient was in a nursing home and being monitored quite closely. The cause of death was reported as pneumonia. "Death was stated as not device related and there were no allegations of performance issues."